Event description:
Subsequent to the previously file report, additional information was received that there was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 0mm. There was no infection, all cultures were negative. The cause of the patient's fever is attributed to phlebitis, but the cause of phlebitis is unknown. The cause of the patient's atrioventricular block is attributed to implant of the 25mm portico ng/navitor valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
It was reported that the patient developed a complete atrioventricular block four days post navitor implant. Also reported that the patient developed a left bundle branch block when inserting a non-abbott guidewire during procedure which may been exacerbated by the procedure leading to the complications being reported. Information from the field indicated that the final non-coronary cusp implant depth was 4 mm and that there were no re-sheaths of the valve during procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The exact cause of reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstance due to implant a permanent pacemaker for heart block. There was no allegation of malfunction against the abbott device or procedure. The patient was reported to be discharged. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of heart block, fever, arterial hypertension, and vomiting was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported fever appears to be related to phlebitis. However, the cause of the reported phlebitis could not be conclusively determined. The causes of the reported heart block, arterial hypertension, and vomiting could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstance as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that post-procedure on (B)(6) 2024, the patient developed a onset of arterial hypertension with associated vomiting. The decision was made to administer the patient nitroglycerin, enalapril, and hydrochlorothiazide.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6) (B)(4) it was reported that on (B)(6) 2024, a 25mm portico ng/navitor valve was successfully implanted in a patient using a small flexnav delivery. It was noted during procedure that the patient developed a left bundle branch block when inserting a non-abbott guidewire. A pre-implant balloon aortic valvuloplasty was performed using an 18mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. There were no re-sheaths of the valve. The final non-coronary cusp implant depth was 4mm. On (B)(6) 2024, it was noted that the patient developed a fever and phlebitis. No intervention was performed, but the patient was hospitalized for monitoring. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a complete atrioventricular block (avb). On (B)(6) 2024, the complete (avb) was noted again on an electrocardiogram. The decision was made to implant a permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.